Event description:
As reported by the edwards clinical specialist, at the end of the transcatheter aortic valve replacement (tavr) procedure, during removal of the 22f sheath, the physician felt that the sheath had been extracted too far initially. In order to troubleshoot, the dilator was reinserted and the sheath was re-advanced into the common iliac. This is when the perforation was noted in the vessel. Per report, the iliac was successfully repaired by the vascular surgeon who performed the initial cut-down and the patient was noted to be stable and doing well.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site; however, per report, there was no device malfunction. A device history review (DHR) for the sheath set was performed and all manufacturer's specifications were met prior to release for distribution. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The instructions for use (IFU) contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The minimum required vessel diameter for a 22fr esheath is 7.0mm. In this case, the vessel diameter at the location of the dissection ranged from 5.6 to 7.5. In addition, the vessels were indicated to be both mildly calcified and mildly tortuous. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. In this case, it is likely that vessel characteristics and procedural factors may have caused or contributed to the reported vessel dissection. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore, no further actions are required.

Manufacturer narrative:
Correction: the word 'esheath' should have been 'sheath' in the following statement: "the minimum required vessel diameter for a 22fr esheath is 7.0mm. In this case, the vessel diameter at the location of the dissection ranged from 5.6 to 7.5. In addition, the vessels were indicated to be both mildly calcified and mildly tortuous. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. In this case, it is likely that vessel characteristics and procedural factors may have caused or contributed to the reported vessel dissection."